Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead helix would not extend. The lead was not used. The patient was in stable condition.